Event description:
A report was received that the patient's ipg was not laying flat in the pocket and pointing outward. The physician adjusted the pocket and the patient was reportedly doing fine after the procedure.